Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the non osseointegration of the dental implant. Forty ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type IV and fenestration occurred during surgery.